Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when removing zkb00 23.0 diopter intraocular lens (iol) from packaging customer account reported the sterile packaging was not in the box; the lens and container were in there but not sterile. There is no patient contact, no serious patient injury, no medical complications, and there was no surgical intervention. The procedure was completed successfully using backup lens with same model and diopter size. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(6) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/14/2018. Device evaluated by manufacturer: yes. Device evaluation: the product was received in its lens case inside of the original box kept inside of a resealable plastic bag. A visual inspection of the returned product shows the box contained the lens case, lens, dfu, and patient/lens identification cards but no sterile pouches were returned. Due to the opened condition of the returned product, the reported issue could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.